Event description:
On (B)(6) 2009, the pt was implanted with four gore tag thoracic endoprosthesis to treat an abdominal aortic aneurysm. On or about (B)(6) 2012, follow up imaging revealed a proximal type I endoleak. On (B)(6) 2012, a gore tag thoracic endoprosthesis was implanted to treat the type I endoleak. The endoleak remained. Therefore, another gore tag thoracic endoprosthesis was implanted. After ballooning, a slight proximal type I endoleak remained. Therefore, a gore excluder aaa endoprosthesis aortic extender component was implanted. The endoleak resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted on (B)(6) 2012: (B)(4).